Manufacturer narrative:
Device is combination product. (B)(6). A promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis with the product mandrel inserted through distal tip. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. The product was returned with the product mandrel inserted through the distal tip and attempts made to remove the mandrel were unsuccessful even after soaking for 24 hours. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23apr2020. It was reported that crossing difficulties were encountered and a shaft kink occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32x3.00mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The lesion contained a >45 and <90 degrees bend. After pre-dilatation was performed with a 2x12mm maverick balloon catheter leaving 40% residual stenosis, a 38 x 3.00mm promus premier drug-eluting stent (des) was advanced but failed to cross. The stent was maneuvered, and when it was pushed, a hypotube kink occurred. The procedure was completed with a 38x3.00 promus elite des. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.